Manufacturer narrative:
H3: product ID 97755 lot# serial# (B)(6) was returned for product analysis. Analysis found that there was a failure with the recharger antenna and that a message appeared stating "recharger problem, cannot continue, call medtronic" and that the cable insulation is peeling away at donut end and wires are exposed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt). It was reported that the issue was resolved with the new paddle.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported system problem rm03. Patient reset the controller and that did not resolve the issue. Patient stated they charge once a week when they feel like they are having back issues. Patient service specialist walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powers on. Patient inserted the battery and confirmed controller is 80% and implant is orange. Patient then connected recharger and confirmed charging excellent. After a few minutes, patient reported poor recharge quality and then software problem 1 intellis, 2 3. 0, 3 243, 4 qf port. Pt was able to reposition again as they continued to see poor charge quality and finally excellent. The troubleshooting steps that were taken on the call resolved the issues. Pt will monitor and call back if the issue continues. Reopened and reassigned due to callback from patient about the same error message, to add serial number to secure notes and send request to repair. Patient informed agent that they have a c23 error message. Agent talked patient through a recharge session where they went through passive recharge mode where they saw 95 - 95 -96. Patient noted error system problem rm03. Patient noted recharger paddle burning them, but there was no burn marks. Patient mentioned that the recharger cord may have a little break near the paddle and the controller screen went black. Patient additionally informed agent that they are going to have an epidural procedure for back and hip pain inquired if that will interact with the implant. Agent reviewed best practices and redirected to have the doctor call medtronic. Patient inquired about using aa batteries and battery pack longevity. Agent reviewed battery pack durability.

Manufacturer narrative:
B3: event date is date valid  section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.